Event description:
It was reported that the fragmentation basket detached from the cable during the procedure. A snare device was employed to remove the basket. The separation occurred after approx ten passes. There were no pt complications.